Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lfkh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient did not know how to use the programmer. The patient saw a screen that meant they did not have the antenna. The patient also saw the poor communication screen. The programmer was vibrating and pulsing in the patient¿s hand. Upon plugging the antenna in properly, the patient was able to sync. Stimulation was confirmed on, but the patient did not feel stimulation. The patient was sore ¿down there.¿ the day prior to call, the patient experienced a shocking sensation. Increasing stimulation made stimulation comfortable and resolved the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.